Manufacturer narrative:
The blower assembly was returned for failure analysis the blower was tested and passed all testing. The reported complaint of a blower assembly noise was not duplicated. There were no faults found with the blower assembly.

Event description:
It was reported to philips that an abnormal noise occurred in the blower. The device was not in clinical use at the time of the event. The phenomenon was observed when the unit was performed pre-use check in a hospital's me room. There was no report of patient or user harm/impact and no delay to patient therapy was not reported due to this failure. An operational check was performed then the reported phenomenon was confirmed. The blower assembly was replaced for the prevention of the recurrence. The device returned to functionality after the repair was completed and returned to service.